Event description:
The customer alleges he obtained a result of 929mg/dl on his meter. This result is beyond the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Return requested and replacement was sent.